Event description:
It was reported that both bumpers broke during impaction of the femur. A 0-30 min delay was reported. Back up device was available from s&n. Device was not broken in incision. No issues with patient. Item will not be returned.

Manufacturer narrative:
One of the associated complaint devices was returned and evaluated. A visual of the returned journey femoral impact bumper indicated that it fractured in half, confirming the stated complaint. This device was manufactured in 2014, showing signs of wear from use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.